Event description:
It was later reported that the pump was removed due to infection.

Manufacturer narrative:
Catheter model #: 8709sc lot #: n297362011 implanted: (B)(6) 2011 explanted: unknown.

Event description:
It was reported that the patient experienced difficulty with incisional healing; incision was open. It was noted to be approximately 3 centimeters long and 1 centimeter wide. The catheter was visible. Healthcare professional reported they have been draining infected fluid from the incision and the patient was taking antibiotics. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that following implant, patient had come in for a post-operative visit on (B)(6) 2011 and was still experiencing breakthrough pain. Drug delivered via the device was dilaudid 10.0 mg/ml at a daily dose of 0.752 mg and bupivacaine 10.0 mg/ml at a daily dose of 0.752 mg. Patient was admitted to the hospital on (B)(6) 2011, where she stayed until being transferred to hospice. A culture was taken of the infection on (B)(6) 2011, from the patient's left buttock and the results indicated light staphylococcus aureus - mixed aerobic gram positive flora. It was reported that the patient passed away on (B)(6) 2012. The cause of death, according to the death certificate, was cervical cancer.